Event description:
Procedure: anterior resection. According to the reporter: the patient displayed leaks around the anastomosis which was repaired using sutures. There was no unanticipated tissue loss or irreversible damage. The procedure was converted to an open procedure. The patient had to be reoperated on. There was blood loss of 500cc or more. There was an extension of operating time greater than 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/11/2015.